Event description:
It was reported that this bed's fowler allegedly rose up on its own. According to the report, a pt was placed in the unit in a flat position after having back surgery; a posterior lumbar interbody fusion was performed in 3/2002. Allegedly, the fowler rose on its own, placing the pt in an upright position. Also alleged was that after re-lowering the fowler and releasing the button, the fowler again raised to an upright position. Reportedly, the bed raised and lowered 4 times on its own with the power switch turned off, operating on battery back up. According to nurse manager, the pt made no complaint of injury but they did ask their physician for a back x-ray. According to nurse, the pt's physician told the pt that an x-ray was unnecessary. Quality manager of medical center, related that the pt reported severe pain in coccyx due to pressure exerted on low back when the alleged incident occurred. Quality manager also reported that the md states no further problems with pt other than pain at the time the incident occurred.